Event description:
It was reported that, on an unknown date in (B)(6) 2024, a patient began therapy with sq remodulin via remunity pump to treat a pulmonary arterial hypertension. On an unknown date in (B)(6) 2024, after her last site placement, the patient was having some issues with her sq site (infusion site reaction), and severe swelling of her stomach. On an unknown date in 2024, the patient had nausea and swelling in her wrists (joint swelling). She also had infusion site pain and stated that she used ice packs and alternates between lidocaine and triamcinolone to relieve the pain. The last time she took off the opsite IV 3000 dressing (which she changes weekly), it was extremely red and welted (dermatitis contact). At the time of reporting, the outcome for the nausea, joint swelling, dermatitis contact and infusion site pain was unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H2: additional information ¿h6: health effect - clinical code¿ h3, h6: given the nature of the alleged incident, the product, could not be returned for evaluation. A review of the associated batch record, complaint history, CAPA/nc/pra/hhe/field actions and sterilization review could not be performed because no part or batch information was provided. A review of the risk management documentation was performed and concluded that the alleged failure and associated foreseeable harms have been anticipated under multiple failure modes. A review of the product labeling (IFU) document for unknow iv3000 revealed in the precautions, to discontinue use if reddening or sensitization occurs. An evaluation of relevant clinical/medical information was carried out and revealed that the information provided is insufficient to determine whether the patient¿s symptoms, signs or outcome are due to a pre-existing or concurrent medical or surgical condition or procedure, or to an adverse reaction to or experience with the device, one or more of its components, or its intended therapeutic action. Although, we cannot rule out the use of the opsite IV 3000 as a likely contributory factor to reported dermatitis. The outcome of the patient is unknown. The patient impact beyond the reported nausea, joint swelling, dermatitis contact, and infusion site pain cannot be determined since the patient¿s outcome is unknown. The probable cause remains unknown. Factors that could contribute to the reported event include an adverse skin reaction to the dressings components or its materials. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed; therefore no corrective actions are deemed necessary.